Event description:
Additional information received from the patient reported that they experienced an increase of spasms, which was related to the implant replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient¿s ins was moved and replaced in 2013 because she had lost weight and the ins had moved. The patient stated she was ¿sitting on it.¿ no symptoms were reported. Follow up was conducted.